Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device did not alarm no delivery alarms when the insulin was not being delivered. Customer was assisted in performing the high pressure test, the test passed. Customer's blood glucose was 355 mg/dl. After troubleshooting, customer will not be returning the device for analysis.